Manufacturer narrative:
The event occurred in germany, prior to use. It was reported that a battery was defective. Information received on 2026-05-07, a getinge technician serviced the affected cardiohelp device, and found that there were no battery failures and the batteries were fully functional. The battery failure was reported in error. However, three failures were reported. The failures occurred during priming, no patient was involved and no patient was harmed. The first failure reported was that the flow/bubble sensor alarmed ¿flow/bubble sensor is defective¿. The second failure reported was that the external pressure sensor is not detected or displayed. The third failure reported was that the venous probe values were read as dashes, ¿---¿. The sensor panel was found to be the cause of the three failures. No harm to any person has been reported. The flow/bubble sensor and external pressure are reportable events. The venous probe failure is not reportable as the venous probe does not influence the flow of the device. Additionally, the blood gas values must be regularly checked via laboratory blood gas analysis. Any flow bubble sensor failure, flow issue can lead to a pump stop, if the intervention is set by the user. Additionally, pressure reading issues can lead to a pump stop, if the intervention is set by the user. Therefore, a report is required. A getinge technician was contacted by the customer. The root cause of the failures was found to be the sensor panel. There was no visible damage to the sensor panel. The customer did not order any repair of the device. No parts were replaced and no service by a getinge service technician was performed. According to the technician, the root cause for all three failures, "flow/bubble sensor defective", "external pressure sensor failure", and "venous probe not reading values", was the sensor panel. As no repair was requested by the customer, no further investigation was possible for a root cause. Regarding the failure "flow/bubble sensor defective": a similar failure was investigated by the lce, an unreliable plug connection on the digiflow mini-board led to the error. Regarding the failure "external pressure sensor failure": according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: - defective / disturbed (emi) pressure sensor. - defective pressure sensor. - external pressure sensor cannot be plugged- too high / low atmospheric pressure. Regarding the failure "venous probe not reading values": according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: venous probe sends no or wrong svo2, hct and hb values. User decides medical treatment according to venous probe values. Sensor failure because of e.g.: - wrong measurement values caused by sediments in the disposable. - light influences. - blood light spectrum differences. - response time is too long. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. For all three failures, "flow/bubble sensor defective", "external pressure sensor failure", and "venous probe not reading values": the review of the non-conformities has been performed on 2026-05-08 for the period of 2010-12-16 to 2026-04-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-16. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failures "flow/bubble sensor defective", "external pressure sensor failure", and "venous probe not reading values" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in germany, prior to use. It was reported that a battery was defective. Information received on 2026-05-07, a getinge technician serviced the affected cardiohelp device, and found that there were no battery failures and the batteries were fully functional. The battery failure was reported in error. However, three failures were reported. The failures occurred during priming, no patient was involved and no patient was harmed. The first failure reported was that the flow/bubble sensor alarmed ¿flow/bubble sensor is defective¿. The second failure reported was that the external pressure sensor is not detected or displayed. The third failure reported was that the venous probe values were read as dashes, ¿---¿. The sensor panel was found to be the cause of the three failures. No harm to any person has been reported. The flow/bubble sensor and external pressure are reportable events. The venous probe failure is not reportable as the venous probe does not influence the flow of the device. Additionally, the blood gas values must be regularly checked via laboratory blood gas analysis. Any flow bubble sensor failure, flow issue can lead to a pump stop, if the intervention is set by the user. Additionally, pressure reading issues can lead to a pump stop, if the intervention is set by the user. Therefore, a report is required. Complaint ID (B)(4).